Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for high out-of-range pace impedance, greater than 2,000 ohms, on the right ventricular lead. There had been previous increases, but none was above 2,000 ohms. The crt-d was explanted and successfully replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for high out-of-range pace impedance, greater than 2,000 ohms, on the right ventricular lead. There had been previous increases, but none was above 2,000 ohms. The crt-d was explanted and successfully replaced. No further adverse patient effects were reported.